Event description:
Arjo became aware of the event involving citadel plus bed frame. The customer reported that ¿side arms were pulled off bracket¿. The arjo representative visited the facility and found out that the side rail panel was partially detached. Screws holding the panel to the metal plate were ripped off. The customer staff did not inform how the side rail was damaged. There was no indication that the bed was in use by a patient when the issue occurred. No injury was claimed.

Manufacturer narrative:
The investigation is ongoing. Results will be provided I the final report.

Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition. According to the instructions for use for citadel plus bed (IFU 831.374 rev. B), the safety sides shall be checked every day by caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. Based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail was detached. There was no indication that the device was in use when the issue was detected. The complaint was decided to be reportable due to the side rail detachment.